Event description:
It was reported that the patient presented with exit block and high capture thresholds. Lead was explanted and replaced. The patient was stable during the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.